Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Internal complaint number: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the camera would not lock into the harvesting cannula on the vasoview 6 pro thus creating an insecure visual during dissection. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report number 2242352-2015-00194 and 2242352-2015-00193 for additional complaints.